Event description:
A malfunction was reported on the pump by the customer, who noted at least three occurrences of the same issue. There was no adverse impact to the customer's blood glucose level. To resolve the issue, tandem technical support decided to replace the pump. The customer was instructed on how to store the pump and return it within 10 days using a prepaid label. The customer confirmed understanding of these instructions and planned to use multiple daily injections as backup therapy.